Manufacturer narrative:
A customer in (B)(6) reported false carbapenemase (false resistant) results when testing salmonella samples with the vitek® 2 ast-n233 test kit. The customer submitted the strains for evaluation. An investigation was performed. The agar dilution (ad) is the reference method used to the development of this formulary (etp01n) in ast-n233 card : etp mic = 0.004 mg/l (s) on all strains. The broth microdilution (bmd) is the reference method used to the development of imipenem (ipm04n) in ast-n233 card, it gave a susceptible result for all strains : ipm mic = 0.125 mg/l s1 ipm mic = 0.25 mg/l s2 and sample s3. Rapidec carba np strip was negative after 30 minutes and 2 hours for all strains. Two (2) ast- n233 cards, one from the customer lot 6330273203 and one from a random lot 6330336203) were tested. Similar susceptible results were obtained for the three (3) strains s1, s2 and s3 on both lots : etp mic<= 0.5 mg/l s and ipm mic >= 0.25 mg/l s with wild phenotype. These results are in essential agreement with reference mics with no category error. In conclusion, the investigation did not reproduce the customer's results of etp mic >=8 mg/l r / ipm mic >=16 mg/l r and carbapenemase phenotype . The vitek 2 ast-n233 cards performed as intended.

Event description:
A customer in (B)(6) notified biomérieux of the advanced expert system¿ reporting a false carbapenemase (false resistant) result when testing two salmonella spp. Samples using vitek® 2 ast-n233 test kit (ref 413117 / lot 6330273203). Additional tests with the disc diffusion method on mueller hinton e agar and mueller hinton cloxacillin agar gave susceptible results with no carbapenemase and no extended spectrum beta lactamase (esbl) phenotype. The customer reported that the tests were repeated by 2 technicians, and the same results were obtained. The customer also reported that the same results were obtained after culture on another medium. The customer sent the strains to the national salmonella reference center for serotyping and susceptibility testing. The customer reported a delay of greater than 24 hours in reporting the results to the physicians. There is no indication or report from the customer to biomérieux that the discrepant results led to any adverse event related to any patient's state of health. A biomérieux internal investigation has been initiated.